Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient was revised due to instability. The poly was removed and replaced with a 17mm. All bone screws were removed.